Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had hu-35 with a broken water connection on the tank.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The getinge sales and service unit confirmed, that this complaint (ID #(B)(4)) concerns a heater unit hu 35 device and not a cardiosave intra-aortic balloon pump (iabp). The (B)(6) hospital is not in possession of a cardiosave. As the heater unit hu 35 and no similar device is distributed in the us, no report is required in the us.

Event description:
The event occurred in switzerland. It was reported that prior to use of the heater unit hu 35 during reprocessing, an isolation alarm was triggered. No patient was involved. When the customer opened the device, it was found, that the hu 35 angled tank connector was broken and slightly leaking. Water dripped slightly onto the power connection. No harm to any person has been reported. Complaint ID # (B)(4).